Event description:
Customer's daughter called customer service to inquire if she could use expired test strips in her precision xtra blood glucose meter. While on the phone, customer's daughter mentioned that her mother had "passed out", but then added that "she is up again". Customer's daughter refused to answer any additional questions, refused to provide any demographic info and refused to provide a phone number. However, a phone number was documented in the complaint as it was displayed on the customer service screen at the time the call came in. A customer service representative called the number and left a voice message requesting a return call, but to date, no response has been received. There was no report of death or permanent injury associated with this event. Customer service educated customer regarding the need to dispose of the expired test strips.

Manufacturer narrative:
This report is being sent as a final report. Should the device be returned at a later time, an investigation will be conducted and a supplemental report will be filed.